Event description:
During a t11 balloon kyphoplasty, the distal portion of the inflatable bone tamp (ibt) distal to the marker bands separated from the catheter shaft within the vertebral body. Upon completion of the fracture reduction, the treating phisician entombed the fragment in pmma bone cement within the vertebral body. The pt suffered no apparent injury.

Manufacturer narrative:
Device not returned, follow up conversation with kyphon rep.